Manufacturer narrative:
(B)(4). The patient line was not properly primed because the patient connector was higher than the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to place the cycler more than 12 inches (30 cm) below patient¿s position as it can produce higher than normal negative pressure during drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The technical service representative assisted the patient with ending the therapy and instructed to start over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.